Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.

Manufacturer narrative:
Additional information received alleged the patient experienced the event 10 days after the initial reported date. The additional information is not sufficiently descriptive to be reconciled with or provide further clarification to the initial source document information. Additional inquiries will be sent to the reporter to request the date of the event. Any information received will be submitted upon receipt accordingly. Associated manufacturer report numbers: 1225714-2014-14476 and 1225714-2014-14477. The hardcopy 3500a form MFR report # 1225714-2014-14477 follow-up # 001 was timely submitted on 02/19/2016 to the office of center for devices and radiological health, stamped 02/19/2016, and returned to fresenius medical care with a cover letter dated 02/17/2016 stating the paper MDR submission was not accepted. This report is being resubmitted electronically per 21 cfr part 803.56.